Event description:
Account reported they obtained discrepant results for a patient glucose. Initial results was 44 mg/dl and repeated as 62, 33 and 64 mg/dl. The sample was run on another analyzer and the results were 33 and 33 mg/dl. The incorrect results were not reported. The field service representative found the sample tubing was bad and repaired the instrument.